Manufacturer narrative:
(B)(4).

Event description:
The receiver device being used at the time of event was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors. The device was determined to be operating within the required specifications without malfunction there was no alleged malfunction reported.

Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on 01/11/2016 to report patient death that occurred on (B)(6) 2015. Patient's husband stated that he awoke to what sounded like the gasping of air early in the morning on (B)(6) 2015. Patient's husband discovered his wife unresponsive. He checked the patient's receiver which read 124mg/dl. Patient's husband called 911 and was talked through trying to resuscitate the patient until the emt's arrived. Emt's arrived approximately 15 minutes after being called and the patient was transported to the hospital. Patient's husband was unaware of what procedures were performed. Emt's took the patient's blood glucose (bg) values while en route to the hospital and she was at 53mg/dl. The patient's death certificate was provided and indicated that the cause of death was natural causes. Additionally, other significant conditions contributing to the death but not resulting in the underlying cause were listed as: coronary artery disease (cad), (hypertension) htn, diabetes mellitus type 1 and seizure disorder. There was no alleged device malfunction. No additional event or patient information was provided. Product was provided for investigation. A follow-up report will be submitted upon completion of device evaluation.